Event description:
It was reported that during surgical procedure, the fiber suddenly stopped working. The procedure was completed with another of the same device without patient complications. Analysis of the returned fiber identified a fracture in the fiber connector.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual analysis identified that the fiber was returned in one piece. The fiber measured 309.5 cm from the tip of the fiber connector to the distal end of the fiber. The exposed glass tip measured 1 mm and appeared degraded. The fiber was functionally tested, and it revealed that the light from the sub miniature a (sma) connector appeared distorted, indicating that there was a fracture within the fiber connector. When the fiber was connected to the console, a message displayed and stated that the applicator has been used 0 times. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on the analysis results of the fiber, the reported event of fiber stopped working is confirmed. It is likely that the procedural handling of the device during use contributed to the damage to the fiber. According to the instructions for use (IFU), carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. Based on analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.